Event description:
It was reported that the patient was experiencing heart failure symptoms. Interrogation revealed undersensing of the ventricular lead. Ventricular lead programming was set to unipolar tip sense, with output increased to 4.5 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.